Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an insufficient angle and black liquid flowed from the camera head tube. This issue happened during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the bending angle knob angulation/rotation did not meet the correct standard. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e2, e3, d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from biopsy channel. Subsequently, the material was not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.